Manufacturer narrative:
This is the second revision surgery underwent by this patient. The primary surgery was performed on (B)(6) 2007. The patient underwent the first revision surgery on (B)(6) 2008 after femur fissure, due to aggressive post op treatment. On 28 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha after 8 years. The revised stem was the revision of a former stem, smaller but of same design. The quality of the supplied x-ray does not allow any analysis to be made and no other useful information is available. The cause for failure cannot be identified by clinical analysis. On 02 november 2016 the r&d project manager performed a preliminary investigation based on the images received and commented as follows: no particular signs can be seen on the femoral stem. Some residual bone can be noted, mainly on the distal part. No other useful information is available. The root cause of the event cannot be determined. Batch review performed on 03 november 2016. (B)(4).

Event description:
Revision surgery performed due to stem loosening. A lot of soft tissue was found in the proximal part of the explanted stem. The surgery was completed successfully.